Manufacturer narrative:
One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. A separate tear was also noted on both sides of the insertion slit and its cause could not be determined based on the available evidence. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During a pfa procedure, an air leak was observed. After performing transseptal access with the non-abbott (versacross 8.5f access system), the versacross was then exchanged for the agilis 13f sheath. The non-abbott catheter (farawave by boston scientific) was introduced into the sheath and while aspirating, air leaked from the hemostasis valve. The sheath was replaced and the procedure was completed with no adverse patient consequences.